Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
The patient contact called during fill 1/6 with a make sure heater bag is on heater tray alarm. We adjusted the hater bag, clamp and lines but heater bag continued to appear. The contact canceled treatment and checked the cassette, contact noticed some solution inside cassette door outside of the cassette. The cycler was replaced.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation and mushroom head check passed. An internal visual inspection of the cycler found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
The patient contact called during fill 1/6 with a make sure heater bag is on heater tray alarm. We adjusted the hater bag, clamp and lines but heater bag continued to appear. The contact canceled treatment and checked the cassette, contact noticed some solution inside cassette door outside of the cassette. The cycler was replaced.